Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when they attempted to pace the pt, the ECG waveform was lost. The unit was used as an external pacer but the customer used another monitor to acquire the ECG trace. The ECG trace was not introduced to the machine via a sync cable or the defib's ECG leads. The involved pt died.